Event description:
Ous MDR. After an implantation period of approx. 87 months right ventricular oversensing was reported which led to inappropriate shocks. The lead was capped and replaced. Apart from the shocks, no further adverse patient side effects have been reported. It was noted there was a lot of slack in the ra which may have caused the issue.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The follow-up data you provided have been analysed and artefacts on the rv channel, some of which led to inappropriate shocks, can be confirmed. The x-ray image received with this complaint shows one atrial lead and two ventricular leads of which one appears to have a large amount of slack in this projection which may have led to interaction between the leads. In spite of the information available for analysis, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.